Event description:
It was reported that the patient had a syncopal episode while taking a shower. Device interrogation revealed noise which caused pacing inhibition and the patient passed out. Changes in medication were made and the lead was later explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form